Event description:
Info received indicates while the demo bed from the truck the foot caster fell off. They placed the caster back on the foot and then both head end casters fell off.

Manufacturer narrative:
The technician replaced the casters to correct the issue.